Event description:
Additional information received reported that the patient wanted the device out and it was not relieving pain.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 355029, lot # n100749, implanted: (B)(6) 2007, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger. (B)(4).

Event description:
It was reported the patient had their device removed on (B)(6) 2013. The reporter stated the device did not help with their pain and the battery did not stay charged.